Event description:
It was reported during an avm embolization with nbca, physician was unaware of the linear tear on the ultraflow and injected glue into a normal mca. Pt has some pressure dependent deficits and remains in the hosp, but is stable.

Manufacturer narrative:
No direct product analysis could be performed as the catheter was not returned by the facility. As no technical examination of the affected device could be performed, it is not possible to conclude the cause of the complaint. The device history records for the reported product lot number have been reviewed and no quality issues were noted. The IFU includes warnings/info regarding catheter over-pressurization. A warning in the IFU states: "infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in pt injury and also provides a warning that the catheter integrity should be verified angiographically by confirming that contrast exits only at the catheter tip.